Manufacturer narrative:
The device was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thromboembolism and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported in the literature article that during the intarcranial aneurysm treatment using remodeling technique with the subject occlusion balloon catheter, the patient had procedural thromboembolic event (te). The patient presented after the procedure with a reversible dysarthria. Diffusion-weighted imaging showed a small ischemic complication in the genu of the corpus callosum. The complication was resolved without permanent clinical events.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. All patients were treated from (B)(6) 2013 to (B)(6) 2014.

Event description:
It was reported in the literature article that during the intracranial aneurysm treatment using remodeling technique with the subject occlusion balloon catheter, the patient had procedural thromboembolic event (te). The patient presented after the procedure with a reversible dysarthria. Diffusion-weighted imaging showed a small ischemic complication in the genu of the corpus callosum. The complication was resolved without permanent clinical events.